Manufacturer narrative:
G4: (B)(6) 2020 b4: (B)(6) 2020 the customer reported that the issue was addressed by replacing the battery and the unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
The customer reported a ventilator that would shut down, even with 90% battery life. This was further clarified as a battery failed alarm. There was no patient involvement or user harm reported.